Event description:
The report indicated that the customer experienced consecutive high bgs (260-519mg/dl) within the first two hours of placing a pod. In addition, the pod initiated an occlusion alarm, though no kink or blood was seen in the cannula. Manual insulin injections were administered throughout the remainder of the day which were successful in lowering and maintaining her bg levels. The pod will be returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.